Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unk non-locking screw: dxtend glenosphere:13070038 lot:5041758.

Event description:
The patient was revised to address dislocation due to wear on humeral poly cup/liner. Surgeon removed 38 glenosphere and replaced it with a 42 glenosphere to potentially provide more range of motion and stability of shoulder joint. Doi: (B)(6) 2011; dor: (B)(6) 2018; right shoulder.